Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis. The cause of the peritonitis was reported to be due to ¿constipation and stools infusing into the catheter¿. Eleven days after onset, the patient was admitted to the hospital for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (intraperitoneally, dose and frequency not reported) and levaquin (oral, for two weeks, dose not reported). Two days after being admitted to the hospital, the patient was discharged. Two weeks later, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.